Event description:
We wanted to insert the biliary 8 cm stent and quite early we heard a pang. There was no more movement in the stent only the red slide at the top was still going back and forth.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 10-jul-2025 investigation - evaluation device evaluation the evo-fc-10-11-8-b device of lot number c2276261 involved in this complaint was returned for evaluation, opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 11 jun 2025. Refer to ¿examination of returned device¿ section for lab notes. On evaluation of the device, the following was observed: visual inspection: introducer returned in protective tubing. Red shuttle before ponr. Directional button in deployment position. Safety wire is returned in place. Protective tubing removed. Kink observed approx. 42.5cm from white tip (ruler ipe-0504-4) polyimide partially exposed at tip. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect device. All cogs of handle intact. Sheath tube separated from the shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2276261. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment, a tortuous path caused the delivery system to kink during advancement. This would put the delivery system under a lot of strain when trying to deploy the stent causing the sheath tube to separate from the shuttle cap which would have caused the "pang" noise experienced by the customer and would have prevented any further deployment. Multiple attempts were made to gather additional information, but information was not provided by the customer. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity of 01 x used device. The patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-jul-2025.